Event description:
It was reported that the patient had discomfort and pain at the pocket site when lying or sitting in a chair. The physician decided to explant the device. The physician thought the location of the pocket was the factor for the patient¿s discomfort. The implantable neurostimulator (ins) as not replaced and the lead was left in place. The patient¿s other ins and lead were both left as well.

Event description:
Additional information received reported the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# va04w3h, implanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# va04w3h, implanted: 2013-(B)(6), product type lead product ID 3058, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator product ID 3093-33, lot# va04w3h, implanted: 2013-(B)(6), product type lead product ID 3093-33, lot# va04w3h, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.